Manufacturer narrative:
This report is filed, june 14, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to place an internal magnet. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery due to technology upgrade. No serious injury occurred.